Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During a nursing visit in (B)(6) 2023, the patient's stoma site was noted to have a discharge with edema, inflammation, redness and was painful. It was reported that the patient attended a physician visit who stated there was no infection in the peg site but commenced on a low dose oral antibiotic.